Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported the patient was feeling a shock behind their bladder area and they were wondering when they should be able to change the patient's stimulation. It was confirmed that the shock was painful/uncomfortable stimulation, not normal stimulation. They were able to confirm the therapy was on. They reported this was related to positional movement, the patient noticed it more when laying/sitting. The patient decreased stimulation from 0.6 to 0.4, this did not resolve the issue. It was reviewed to change programs or turn stimulation off to see if the issue resolved. Patient was implanted for wetting often, it was reported that it had been better, but recently the patient had started wetting more. It was recommended the patient follow-up with their healthcare provider. No further complications were reported or anticipated.